Event description:
Consumer reported complaint for error message (e-5). Lpn is calling on behalf of the customer. The test strip lot manufacturer¿s expiration date is 04/30/2024. The customer feels well and did not report any symptoms. Coordinator had initially spoken with customer and transferred customer's information to technician. When contacted by technician, lpn stated that customer did not have any diabetic symptoms; lpn stated that the customer was going to go to the ER. No further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 09-jan-2023 to confirm if customer had sought medical intervention after the initial call - able to establish contact with customer's daughter who stated that customer was currently in the hospital; customer had been taken to the ER on (B)(6) 2023. Daughter was not able to provide customer's blood glucose test result when at the hospital, but stated that it had been "very high¿ when they got to the hospital. Note 2: manufacturer contacted customer in a follow-up call on 10-jan-2023 to ensure the customer's condition had improved - able to establish with customer's daughter who stated that customer had been discharged from the hospital on (B)(6) 2023. Customer had been treated for high blood glucose; daughter did not disclose what treatment customer had received. Customer had tested using the true metrix meter on (B)(6) 2023 and had obtained a blood glucose test result of 135 mg/dl (fasting/non-fasting not disclosed). Note 3: manufacturer contacted customer in a follow-up call on 16-jan-2023 to ensure that the initial concern was resolved - able to establish contact with customer' daughter who requested product replacement be sent to customer. Note 4: manufacturer contacted customer in a follow-up call on 24-jan-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 27-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.